Manufacturer narrative:
Design files were provided to the vendor for the as-printed and as-machined implant, there was no inspection criteria on the drawing to dictace the parameters of the ulnar eye's outer diameter. Custom ulnar implant design included a material buildup around the ulnar eye geometry to allow for machining of the mating 3rd party geometry. The investigation determined that the machining vendor for thie part did not remove the outer diameter.

Event description:
During rom assessment, the custom ulnar implant was impinging on the off-the-shelf humeral implant. The surgeon burred down the metal to prevent impingement, causing a 30-minute surgical delay, but the surgeon was overall happy with the final result and has no further concerns with rom. Implants were assembled and implanted successfully.